Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of the patient's device revealed that the right atrial lead exhibited an out of range and high pacing impedance. The lead was capped and replaced on (B)(6) 2021, and during the lead revision procedure, the pacing system analyzer re-confirmed the high impedance. The patient was asymptomatic and in stable condition.